Event description:
Customer reports discrepant results with a single pt: see scanned table. Nurse had some difficulty getting one big drop of blood but she said she applied blood within 15 seconds of fingerstick.

Manufacturer narrative:
Investigation pending.